Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was found to have a broken can connection which caused high hvli measurements. The high voltage output circuit of the device electronics module was tested on the bench and it was normal. The device was tested in the ate system and several test anomalies were caused by the battery voltage not being near 3.2v. No device anomaly was detected and the device electronics module met all of the other test specifications, including hv delivery and lead impedance.

Event description:
It was reported that the device exhibited high lead impedance. The device was explanted and replaced.